Event description:
It was reported there was a delay in identifying a critical measurement and the patient required resuscitation. Resuscitation was required due to the following patient conditions: hypotension, ventricular fibrillation, asystole. The users are new to the philips solution and had trouble distinguishing which patient had the critical alarm due to high alarm volume, which lead to a delay in care. The patient was resuscitated with CPR and had no lasting effects. The customer has requested configuration changes to the alarm pop-up behavior to remedy the issue. The device was evaluated by clinical application, revealing no device issues. The device was in use at the time of event.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). A philips clinical application specialist (cas) interviewed the customer who recalled experiencing incorrect and unclear instructions, despite having received training on the monitors and the central station system. They describe the situation as a high volume of alarms that are overwhelming the monitoring console. They would like the parameter in alarm to flash as it does on the monitor, to have the option of displaying three waveforms on the monitor when a pop-up occurs, and, if possible, for the section in alarm to be highlighted in the alarm¿s color on the picix. With this last feature, a patient in a red alarm would be identified immediately. The cas provided the customer more trainings and visits them every week and monitors for improvement interacting with the monitors. The cas looks to reduce the inop alarms by changing the monitor's configuration, the issue remains. There is improvement but still not where should be right now. They have some difficulties identifying various alarms. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.